Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint of "9 out of 10 lives used". The instrument was placed on an in-house system and was recognized as expired. Review of the instrument usage history showed 10 uses with (0) zero uses remaining. The instrument did not expire prematurely. Housing was removed and the red dot was present and visible at the window because the instrument was expired. This is an expected condition. The following are additional observations that were not reported and found not be related to the customer reported complaint: the instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed. The known common cause of this failure is mishandling/misuse. The main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.27" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. The instrument was found with insulation damage to the conductor wire. Damage was observed near the yaw pulley exit, exposing bare wire and causing thermal damage around the surrounding area. The electrical continuity test still passed. The known common cause of this failure is mishandling/misuse. Insulation material was missing from the conductor wire, approximately 0.07 x 0.03. The known common cause of this failure is mishandling/misuse. A review of the instrument log for the maryland bipolar forceps (part #470172-16/lot#n13191028 0125) was performed. Per logs, the maryland bipolar forceps was last used on 07-july-2020, on system sk2304. The alleged event occurred on the final use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but some of the patient information was either unknown or unavailable, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the initial reporter was either unknown or unavailable, or not applicable. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had 9 out of 10 lives used; however, the life indicator on the instrument housing displayed a red dot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.